Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 1 false positive sars result for 1 symptomatic patient as compared to pcr. Patient reported to have onset of symptoms for 6 days when tested.